Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy surgical procedure, the 8mm mega suturecut needle driver instrument had a broken cable. A backup same dv instrument was used. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. The issue was identified after the procedure. Unknown if the instrument collided with others. No, there were no issues related to opening/closing of the grips. No, there were no related to left/right (yaw) motion of the grips. No, there were no issues related to up/down (pitch) motion of the wrist. One cable was visible protruding from the distal end of the instrument. Unknown if the protruding cable(s) one(s) that controls opening/closing of the jaws. Unknown if the protruding cable that controls up/down motion of the wrist. No fragment fell inside the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.